Event description:
It was reported that an intraocular lens (iol) was removed and replaced in the same procedure as the lens would not sit right in the eye. The iol was replaced with this z9002 lens, which also did not sit properly in the eye and was removed and replaced with an alcon anterior chamber lens. In addition, vitrectomy was performed and incision was enlarged. The patient was reported to be doing well after the procedure. A separate MDR is being filed for the first z9002 lens (serial number: (B)(4). No further information has been provided.

Manufacturer narrative:
Recall: z-1123-2014. The manufacturing records were reviewed. All process operations presented in the manufacturing records from molding process to boxing were in compliance. All tests results showed a pass condition. The documentation showed that the production order was manufactured according to specifications. No deviation or nonconformance was generated. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections, or specifications that could be related to the complaint. The product met manufacturing release criteria and was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.